Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device function. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.